Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, vio dv integrated electrosurgical unit (iesu) bipolar energy was automatically activated. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Tse had site check the pedal in vision side cart (vsc) drawer, and site confirmed that the pedal was not pressed. Site disconnected all the cables on the iesu, but the iesu screen still showed an active bipolar energy. Site used a third-party generator to continue with the procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it was unknown whether the instrument was in contact with the patient¿s tissue. There was no unexpected thermal damage to the tissue. There was no patient injury. Intuitive surgical, inc. (Isi) field service engineer (fse) found error 62 upon site investigation.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint. The fse perform applying a backup erbe generator for temporary use. The fse replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the iesu to perform failure analysis (fa). Fa was able to confirm via system logs but could not reproduce the issue during in-house testing. The unit energized and cauterized and all ports recognized instruments on system. M-10/m-12 error may be the potential root cause for this issue. During visual inspection a small deep scratch was found on the side cover.

Manufacturer narrative:
The probable root cause is attributed to an internal timeout error in erbe generator.

Event description:
Refer to h11 for follow-up information.